Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, unexpected restart error test, rewind and displacement test. No missing segments, partial display or constant tone noted. However, unable to prime device during the prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. No signal too low alarms or unexpected restart alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device received with cracked case at display window corners and minor scratches on lcd window. (B)(4).

Event description:
Customer reported via phone call that there was condensation under the display. Customer's blood glucose was unknown. Customer mentioned part of the screen was unclear and blank. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.